Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The mean longevity estimate was twelve months with a range of eight to fifteen months. Earlier longevity variations were due to a higher current drain, for example, a high percent atrial paced, earlier in the device life.

Event description:
Performance data has been received for the device and analysis is pending.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two different longevity estimates were received for the device. The differences indicate between eleven-nineteen months remaining up to three years. It was further reported that device data was sent to technical support for review. The device remains in use. No patient complications have been reported as a result of this event.